Manufacturer narrative:
Additional information: additional information received reported the address for the complaint reporter. Reporter info has been updated accordingly. Facility name and address: (B)(6). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The serial number was not provided. The lens remains implanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had bilateral implants with zxr00 diopter intraocular lenses (iols), but wants to exchange the lenses. Post-operatively, one operative eye had a visual acuity of 20/30 and the other 20/25, j1 to j1+ for near vision. The patient keeps on insisting that everything is blurry all the time for near, middle, and distance. The patient also complains of halos that are intolerable and not being able to see anything. Reportedly, it's been 2 to 3 months out, and while she seems to hardly wear glasses, (the physician noted he even tried giving her a single vision pair for distance) she is extremely unhappy with her vision. The doctor is hoping that only one lens will be exchanged and the replacement lens will be toric monofocal iol, but may have to exchange both. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the planned explant for the first eye. Another report will capture the possible planned explant in the second eye.